Event description:
It was reported that the programmer stylus would not work with the programmer. The stylus was replaced, but the issue was not resolved. The programmer is expected to be returned to service. No patient complications have been reported as a result of this event.